Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, red particles and underweight. A microscopic analysis was performed which identified a sharp edge. A dimensional measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a broken edge on the posterior due to an unidentified (tear) opening.

Event description:
Health professional reported right side "asymmetry and troubles in right device. CT scan confirms rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "asymmetry and troubles in right device. CT scan confirms rupture." Device has been explanted.